Event description:
Emailed prs to update follow up doctor. Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that they have to get their settings redone as they no longer need them on their legs, but they need them on their middle lap. Patient mentioned that the stimulator wasn't really working hardly at all and their back wasn't doing what was telling "it" to. Patient stated that 1 leg wasn't getting anything and if they tried to adjust either side, the stimulation would just go to their left leg all the way up to their neck and was really messing up. When asked for event date, pt stated it's been probably 6 years since the stimulator wasn't working for them, and they quit using the stimulator for a while and started using it again probably 3 years ago. Pt said that the stimulator seemed to work but not working like it used to before and was a real pa in to charge it.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.